Event description:
The customer reportedly obtained a 164mg/dl on the accu-chek advantage system in comparison to the lab result of 90mg/dl. The results were obtained within a ten minute timeframe. No reported actions taken or treatment rendered. No adverse event reported. New system sent to customer and return requested. The customer states that she does not have the strips used during the event.